Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the self test and unable to communicate with the blood glucose meter due to faulty component on the radio frequency board. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The unit was received with scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer recieved multiple failed general self test alarms. Troubleshooting occurred. Customer's blood glucose level at the time 592mg/dl. Advised insulin pump would be replaced. No additional information is provided.